Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reports that she has not used her stimulator since it was put in MRI mode on (B)(6) 2020 at the hospital. She reports that it, ¿ [shocked me] at a knot that came up when I felt a pop." It was unknown if there were any external or patient factors that contributed to the issue. No actions had been taken and the issue was not resolved at the time of the report. The manufacturer representative stated that the patient told them the device was still in MRI mode. The reason for the MRI was unknown at this time. The cause of the shocking had not been determined.